Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is not available. Should it become available a supplemental report will be submitted. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This patient was part of the (B)(4) study. The index procedure was performed on the left limb on (B)(6) 2013. The target lesion was located in the distal sfa, popliteal segment 1 and segment 2. Prior to the index procedure, the patient experienced pta on the left limb and a left toe amputation. The lesion was 100% occluded and 128mm long. At the 24 month follow up the patient presented with stenosis of the fibular artery and left popliteal artery along with a non-healing wound on the left foot. The rutherford assessment was 4 (ischemic rest pain) and the lesion was 100% occluded. The patient was treated with debridement of the wound and pta with a 4x120mm powercross balloon. Post procedure the residual stenosis was 10%. One (B)(6) 2015 the patient presented with a non-healing wound on the left foot that was worsening due to an occlusion in the popliteal artery. The restenosis within the target lesion was 100% and 120mm long. The rutherford assessment was 5. The patient was treated (B)(6) 2015 with 2 powercross balloons (4x40mm and 5x120mm). Additionally a 6x150mm stent (non medtronic/covidien) was deployed in the target lesion. A 20% residual stenosis remained. On (B)(6) 2015 the patient experienced deterioration of the wound at the left ankle. The patient required medication and received bypass on the distal arteries (B)(6) 2015. The patient recovered (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update received (B)(6) 2018: investigator assessed that the event was not related to index device, procedure or antiplatelets medication. Patient was discontinued from study participation. If information is provided in the future, a supplemental report will be issued.